Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016 (post implant). It was reported the patient experienced a cerebrospinal fluid (csf leak) or spinal headache. A procedure was done (B)(6) 2016 to correct the csf leak. It may have been a purse string procedure to correct the csf leak but the reporter was uncertain. The catheter was damaged or "clipped" during the procedure. The catheter was repaired by cutting off the damaged area and replacing it with a collet. No other medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.